Event description:
On may 15th, 2023, we have been informed about a malfunction with a defibrillation electrode set at an unkown user in czech republic. Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connect (model df53nc) and a gs corpuls defibrillator had been used. The initial report was stating that "unfortunately I´m coming back with the electrodes issue. We got another 3 complaints on corpatch easy pre-connected electrodes, ref 05120.1. 1 x lot 210803-4017; 1 x lot 210510-4017; 1 x lot 211221-4015. We have the affected devices here in our company back from the customers. Electrodes show "paddle interface error". This is the same error appearing like the last time we have discussed this problem with you and you did with the manufacturer. This error happened during a resuscitation by the customer (luckily with no harm) and then when we´ve made a check ups in our service department too. These electrodes are coming from another batches. It shows the error with different defibrillators with different software versions (our technicians made cross checks)." We have requested further information on the incident. No further details have been disclosed.

Manufacturer narrative:
Retained samples of the concerned lot numbers 210803-4017; 210510-4017 and 211221-4015 have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On may 15th, 2023 we have received three customer samples of the lot numbers 210803-4017; 210510-4017 and 211221-4015 in original closed pouches. According to the information provided in the initial report we assume that these samples are the involved customer samples. One sample with the lot number 210510-4017 was marked with a permanent marker as "defective". A visual inspection of the defibrillation electrode set showed no obvious damage. The connectors of the involved electrode sets have also visually been inspected. Neither damages nor deviations were visible. An electrical continuity test have been performed using a multimeter to test for the electrical continuity. A continuity test was performed to check the electrical continuity between the connector (pin apex and sternum pad) and the electrode (gel area of apex and sternum electrode). All samples were within limits. Another continuity test was performed to check continuity between the two pins of a resistor in the connector. This continuity test was within limits for 2 of the 3 tested electrodes. The sample with lot number 210510-4017 showed no clear result. Upon retesting this electrical continuity test by manipulating the resistor pins by applying pressure with the measuring tips we have detected no clear result for all three samples of the lot numbers: 210803-4017; 210510-4017 and 211221-4015. Afterwards an electrical performance test was carried on. The involved electrode sets have been adhered onto the defibrillation test equipment fluke impulse 7000dp and connected to a gs corpuls c3 defibrillator. 210803-4017: the defibrillator was switched on and the pads worked properly immediately an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. 210510-4017: the defibrillator was switched on and no pads were recognized. After manipulating the connected plug the defibrillator recognized the pads but the operator has to select what type of defibrillation pads are applied [children defibrillation electrode, adult defibrillation electrode, training defibrillation electrode] . After that an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. 211221-4015: the defibrillator was switched on and the pads worked properly immediately an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. On june 19th we have received a fourth customer sample. The customer was returning an unopened defibrillation set showing the lot number: 220110-4011. An electrical performance test was carried on. The involved electrode sets have been adhered onto the defibrillation test equipment fluke impulse 7000dp and connected to a gs corpuls c3 defibrillator. An electrical continuity test was performed using a multimeter to test for electrical continuity. Initially the pins of the connector were touched but no pressure was exerted. Both leads as well as the coding resistor in the connector had continuity. Pressure was then applied to the measuring tips during measurement on the contacted connector. These tests revealed that the coding resistor's value changed and did not remain constant. We have further investigated the involved defibrillation electrode sets at university hospital in innsbruck. Thereby an x-ray investigation was carried out on all metal parts of the defibrillation electrode set to determine if there is any breakage. No failure or cable breakage of the metal components have been visible on the x ray pictures. Therefore the root cause was identified to be the method (crimping) the resistor was connected with to the respective contact pins. As a corrective action the resistor is connected to the contact pins with a soldering process. The reported issue affects a lot which was produced before the corrective action was taken. This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident.

Manufacturer narrative:
Retained samples of the concerned lot numbers 210803-4017; 210510-4017 and 211221-4015 have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On (B)(6) 2023 we have received three customer samples of the lot numbers 210803-4017; 210510-4017 and 211221-4015 in original closed pouches. According to the information provided in the initial report we assume that these samples are the involved customer samples. One sample with the lot number 210510-4017 was marked with a permanent marker as "defective". A visual inspection of the defibrillation electrode set showed no obvious damage. The connectors of the involved electrode sets have also visually been inspected. Neither damages nor deviations were visible. An electrical continuity test have been performed using a multimeter to test for electrical continuity. One continuity test was performed to check the electrical continuity between the connector (pin apex and sternum pad) and the electrode (gel area of apex and sternum electrode). All samples were within limits. Another continuity test was performed to check continuity between the two pins of a resistor in the connector. This continuity test was within limits for 2 of the 3 tested electrodes. The sample with lot number 210510-4017 showed no clear result. Upon retesting this electrical continuity test by manipulating the resistor pins by applying pressure with the measuring tips we have detected no clear result for all three samples of the lot numbers: 210803-4017; 210510-4017 and 211221-4015. Afterwards an electrical performance test was carried on. The involved electrode sets have been adhered onto the defibrillation test equipment fluke impulse 7000dp and connected to a gs corpuls c3 defibrillator. 210803-4017: the defibrillator was switched on and the pads worked properly immediately an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. 210510-4017: the defibrillator was switched on and no pads were recognized. After manipulating the connected plug the defibrillator recognized the pads but the operator has to select what type of defibrillation pads are applied [children defibrillation electrode, adult defibrillation electrode, training defibrillation electrode] . After that an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. 211221-4015: the defibrillator was switched on and the pads worked properly immediately an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. We will further investigate the involved defibrillation electrode set at university hospital in innsbruck. There an x-ray investigation will be carried out on all metal parts of the defibrillation electrode set to determine if there is any breakage. Once the results of the x-ray investigation become available we will provide a follow-up report. This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident.

Event description:
On (B)(6) 2023, we have been informed about a malfunction with a defibrillation electrode set at an unknown user in czech republic. Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connect (model df53nc and a gs corpuls defibrillator had been used. The initial report was stating that "unfortunately I´m coming back with the electrodes issue. We got another 3 complaints on corpatch easy pre-connected electrodes, ref 05120.1. 1 x lot 210803-4017; 1 x lot 210510-4017; 1 x lot 211221-4015. We have the affected devices here in our company back from the customers. Electrodes show "paddle interface error". This is the same error appearing like the last time we have discussed this problem with you and you did with the manufacturer. This error happened during a resuscitation by the customer (luckily with no harm) and then when we´ve made a check ups in our service department too. These electrodes are coming from another batches. It shows the error with different defibrillators with different software versions (our technicians made cross checks).". We have requested further information on the incident. No further details have been disclosed so far.